Event description:
It was reported that the ilet pump displayed repeated pairing failure alerts with a dexcom g7 continuous glucose monitor (cgm) sensor while the sensor continued to provide readings to the dexcom app; the user was guided to toggle settings and re-enter the pairing code, after which the pump indicated it was in the pairing stage. Symptoms included no harmful physiological effects. Outcomes included temporary loss of cgm data with no health impact. User support included customer troubleshooting and education to reinitiate pairing and confirm proximity. Investigation of this case revealed a communication disruption between the ilet and the dexcom g7 consistent with intermittent bluetooth connectivity during pairing. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or use-related bluetooth interference rather than a device malfunction.

Manufacturer narrative:
Initial.